Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "rapid gas loss" alarm. The customer reported that the patient in question expired on (B)(6) 2019. However, the customer has not indicated if they attribute the patient death to the iabp. Please refer to mfg report number 2248146-2020-00022 for information on the intra-aortic balloon (iab).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to the customer's site to evaluate the iabp unit. Upon arrival, the fse observed that the iabp console was in the hospital cart, and the iabp unit was not connected to the a/c power, and was in the hall outside the biomedical engineering office. The fse successfully completed all power on self-checks with the iabp unit, then connected the iabp trainer and a known balloon and initiated pumping. The iabp unit successfully completed the autofill process and pumped for more than 15 minutes without any issues. The iabp log files revealed multiple "iab catheter restriction", "augmentation below limit set point", and "gas loss in iab circuit" alarms between (B)(6) 2019 and (B)(6) 2019. Additionally, the log files also revealed multiple errors from (B)(6) 2019 through (B)(6) 2019 that were related to a potential issue with the iab either being kinked or disconnected. The fse then performed and completed a full preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital & clinics.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "rapid gas loss" alarm. The customer reported that the patient in question expired on (B)(6) 2019. However, the customer has not indicated if they attribute the patient death to the iabp. Please refer to mfg report number 2248146-2020-00022 for information on the intra-aortic balloon (iab).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "rapid gas loss" alarm. The customer reported that the patient in question expired on (B)(6) 2019. Please refer to mfg report number 2248146-2020-00022 for information on the intra-aortic balloon (iab). Updated information: the customer later advised that the patient had an out of hospital arrest. Iabp was placed and they increased drips for continued hypotension on max support. Family proceeded with comfort care measures. When the iabp alerted gas loss, the iabp was turned off when comfort care measures placed. The hospital does not attribute the patient's death to the iabp.